Event description:
Mr. (B)(6), head of theatre, reported via our sales rep, (B)(4), that he was observing a surgery procedure. During surgery, he noted that the surgeon appeared to have problems with the vlift expander. The round handle of the expander broke off. Nevertheless, the surgery was completed successfully.

Manufacturer narrative:
Method: complaint history review, manufacturing record review, risk assessment. Result: complaint history review - this was the only such complaint filed. Manufacturing record review - revealed three deviations, upon review of these deviations with r&d engineer, none were found to be related to the event as reported. Risk assessment - risk patient was exposed to in such situation can be associated with the prolongation of surgery of 10 minutes. Conclusion - after close examination of the returned items it was clearly determined in collaboration with r&d engineer that his welding was submitted to iteration of stress and strains since numerous and consequent marks of impaction were noted on the cap external surface. This tends to confirm that issue is most likely related to heavy impaction and confirm that there is no trend for such issue occurring.